Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the on button of insulin pump was hard to press. Customer's blood glucose value was unknown. Customer stated that numbers was not ramping on their own also the scroll bar was not moving with no input. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated the button was not unresponsive during an easy bolus attempt. Customer stated the buttons was not responding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.